Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 475 mg/dl and current blood glucose level was 386 mg/dl. Customer treated with bolus using insulin pump and backup syringe. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.